Manufacturer narrative:
(B)(4). The device was received by baxter and the sample was visually inspected and functionally tested. The reported condition of the unspecified issue with the device was confirmed as a damaged air sensor that did not detect air bubbles in the set. To resolve the issue the air sensor was replaced. A service history review revealed no previous service events were related to the reported condition. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump had an unspecified issue. There was no patient involvement. Additional information was requested and is not available.